Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, upon insertion of the farawave nav catheter into the sheath and aspiration, continuous visible air bubbles were observed in the sheath. The catheter was removed, the guidewire repositioned, and it was reinserted, but the issue persisted. The catheter was replaced with a similar device, the air issue was resolved, and the procedure was completed. No patient complications were reported. The device was received for analysis and investigation is still in progress. It was further reported that only a non-boston scientific mapping catheter had been inside the sheath prior to the farawave nav catheter and the observed visible air in the sheath shaft during aspiration. Once the farawave nav catheter was replaced, the air issue was resolved. A pressure bag was used to irrigate the catheter, and a syringe was used to aspirate the sheath. The farawave nav catheter and guidewire were inserted correctly with the guidewire just proud of the distal tip of the catheter. No air was observed in the patient.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, upon insertion of the farawave nav catheter into the sheath and aspiration, continuous visible air bubbles were observed in the sheath. The catheter was removed, the guidewire repositioned, and it was reinserted, but the issue persisted. The catheter was replaced with a similar device, the air issue was resolved, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.